Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose after an infusion set change last night. The customer¿s blood glucose level was 365 mg/dl at the time of incident which was treated with a 5 unit bolus and patient's current bg: 465 mg/dl which was treated with a 10 unit manual injection. Customer reported that they feel okay to troubleshoot. Customer reported that she was neither in emergency room (ER,) nor admitted into hospital, nor was ems dispatched as a result of high bgs. Customer performed high pressure test which was passed. Customer reported that, she took 2.5 units at 2am, at 4.30am her bg was 350 and took another 2 units at 6 am, 7am then she took another 3 units at which she stated she was taking these units per her bg at 10 am her bg was 437 and she took 5 units. Customer reported that the insulin pump will not be returned for analysis.